Manufacturer narrative:
The product history review is expected but has not been completed. This device is reported to be available for analysis but has not been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was very hard to pull through the tamper, which seemed to pull the plug off the artery. The procedure was completed using manual compression. There was no reported patient injury. The device was opened in sterile field. The device was stored as per labeling. The device was used in a diagnostic coronary procedure using a retrograde approach. The user is mynx certified. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The mynx deployed properly and after two minutes, the air was removed from the balloon. There were no kinks in the sheath or device after removal. The used device will not be returned for evaluation but the three unused devices from the box will.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2318003 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was very hard to pull through the tamper, which seemed to pull the plug off the artery. The procedure was completed using manual compression. There was no reported patient injury. The device was opened in sterile field. The device was stored as per labeling. The device was used in a diagnostic coronary procedure using a retrograde approach. The user was mynx certified. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The mynx deployed properly and after two minutes, the air was removed from the balloon. There were no kinks in the sheath or device after removal. The complaint device was not returned for evaluation; however, 3 sterilize 5f mynxgrip vascular closure devices from the box were returned for investigation. Visual inspection of the received units was completed, and there was no evidence of damage that could be denoted. The trays were received inside the pouch bags, which contained the device, its syringe, and desiccator as expected per the packaging procedure. A functional analysis was executed to simulate the deployment mechanisms. It could be confirmed that the device worked as intended by achieving the exposure of the advancement tube after the shuttle was pushed forward and placed again into its manufactured position. The product history record (phr) review of lot f2318003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported events of ¿balloon-balloon retraction jam-inside advancer tube¿ and ¿sealant-sealant dislodged¿ could not be confirmed as the device was not returned for analysis and there were no issues noted with the sterile devices. The exact cause of the failure experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the balloon retraction jam experienced and the subsequent dislodgement of the sealant; especially since there were no anomalies noted with the sterile devices received. However, procedural/handling factors (such as incomplete deflation of the balloon) are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression.¿ if the balloon is not fully deflated before being removed through the advancer tube lumen, it could result in a balloon retraction jam and dislodgement of the sealant. Neither the phr review, nor the analyses of the received sterile devices, suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.